Event description:
It was reported on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 75.5mm. The patient had severe left ventricular outflow tract (lvot) calcification and severe mitral regurgitation (mr). During pre-balloon aortic valvuloplasty (bav) with an 18mm non-abbott balloon, the balloon slipped towards the aorta without anchoring at the annulus. A second inflation was attempted; however the patient's blood pressure did not recover. Aortic regurgitation was suspected. Chest compressions were initiated and the navitor valve was introduced via sheath exchange. The valve was deployed at 6-7mm from the non-coronary cusp (ncc) at 80%. During intubation the valve was fully deployed. Chest compressions continued and the patient went into ventricular fibrillation. Defibrillation was performed three times. Extracorporeal membrane oxygenation (ECMO) was introduced. Transthoracic echocardiogram (tte) showed a possible valve migration. Contrast confirmed a final implant depth was 3mm from the ncc and 3mm from the left coronary cusp (lcc). A fifth defibrillation restored the patient's spontaneous circulation and the patient's hemodynamics stabilized. An intra-aortic balloon pump (iabp) was inserted. Surgical repair was performed due to access site injury during ECMO cannulation. The patient was transferred to the intensive care unit (ICU). The patient status was stable. The user believed the cardiac massage caused the valve to migrate.

Manufacturer narrative:
An event of low blood pressure, ventricular fibrillation and migration of valve was reported. Information from field indicated that the patient had severe left ventricular outflow tract (lvot) calcification and severe mitral regurgitation (mr). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported valve migration and patient effects of hypotension and ventricular fibrillation could not be conclusively determined. It is possible that anatomical and procedural conditions may have contributed to cascade of reported complications. However, this cannot be confirmed. The unexpected medical and surgical intervention were result of case-specific circumstance. Defibrillation was performed and a fifth defibrillation restored the patient's spontaneous circulation and the patient's hemodynamics stabilized. Surgical repair was performed due to access site injury. The patient status was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 75.5mm. The patient had severe left ventricular outflow tract (lvot) calcification and severe mitral regurgitation (mr). During pre-balloon aortic valvuloplasty (bav) with an 18mm non-abbott balloon, the balloon slipped towards the aorta without anchoring at the annulus. A second inflation was attempted; however, the patient's blood pressure did not recover. Aortic regurgitation was suspected. Chest compressions were initiated and the navitor valve was introduced via sheath exchange. The valve was deployed at 6-7mm from the non-coronary cusp (ncc) at 80%. During intubation the valve was fully deployed. Chest compressions continued and the patient went into ventricular fibrillation. Defibrillation was performed three times. Extracorporeal membrane oxygenation (ECMO) was introduced. Transthoracic echocardiogram (tte) showed a possible valve migration. Contrast confirmed a final implant depth was 3mm from the ncc and 3mm from the left coronary cusp (lcc). A fifth defibrillation restored the patient's spontaneous circulation and the patient's hemodynamics stabilized. An intra-aortic balloon pump (iabp) was inserted. Surgical repair was performed due to access site injury during ECMO cannulation. The patient was transferred to the intensive care unit (ICU). The patient status was stable. The user believed the cardiac massage caused the valve to migrate.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 75.5mm. The patient had severe left ventricular outflow tract (lvot) calcification and severe mitral regurgitation (mr). During pre-balloon aortic valvuloplasty (bav) with an 18mm non-abbott balloon, the balloon slipped towards the aorta without anchoring at the annulus. A second inflation was attempted, however the patient's blood pressure did not recover. Aortic regurgitation was suspected. Chest compressions were initiated and the navitor valve was introduced via sheath exchange. The valve was deployed at 6-7mm from the non-coronary cusp (ncc) at 80%. During intubation the valve was fully deployed. Chest compressions continued and the patient went into ventricular fibrillation. Defibrillation was performed three times. Extracorporeal membrane oxygenation (ECMO) was introduced. Transthoracic echocardiogram (tte) showed a possible valve migration. Contrast confirmed a final implant depth was 3mm from the ncc and 3mm from the left coronary cusp (lcc). A fifth defibrillation restored the patient's spontaneous circulation and the patient's hemodynamics stabilized. An intra-aortic balloon pump (iabp) was inserted. Surgical repair was performed due to access site injury during ECMO cannulation. The patient was transferred to the intensive care unit (ICU). Four days later ECMO was discontinued. Eight days later the iabp was removed and the patient developed low cardiac output. The decision was made by the patient and family to not pursue additional treatment. On 18 september 2025 the patient passed away. The cause of death was low output syndrome (los).

Manufacturer narrative:
An event of low blood pressure, intraprocedural ventricular fibrillation requiring multiple defibrillations, migration of valve was reported. A minor access-site injury during ECMO cannulation was surgically repaired. The patient was weaned from ECMO on hospital day 4 and iabp on hospital day 8 but subsequently developed low output syndrome. After discussion with the patient and family, no further treatment was pursued. Reportedly, the patient passed away. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the definitive cause of the reported valve migration and patient effects including hypotension, ventricular fibrillation and death could not be determined. The reported medical and surgical intervention were result of case-specific circumstances. Multiple defibrillations were performed, with the fifth attempt the patient's spontaneous circulation restored and hemodynamics stabilized. Surgical repair was performed due to access site injury. The patient was subsequently reported as stable prior to later clinical decline. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.